Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 18285931/19290906. Product family: scs-lead fixation: upn: (B)(4), model: sc-4316, batch: 19483368.

Event description:
It was reported that the patient was experiencing overstimulation and change in stimulation when changing posture. High impedances were also noted. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were disposed.